Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One unpackaged sample was received at the plant for the investigation. A visual inspection was completed to the quality inspection standard and the reported condition was confirmed. The received sample had a broken luer tip on the syringe barrel. Examination of the sample was not able to identify a definitive root cause for the breakage of the luer lock tip. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Additional information and the incident sample has been requested but to date has not been received yet. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states: during a routine syringe change, an empty monoject 35 ml syringe broke. The syringe had been used to infuse ketamine. The male tip of the syringe fractured when removing the syringe from the tubing.